Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3776-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead (B)(4).

Event description:
The patient has been seeing her doctor ¿because I¿m having problems with my stimulator¿. Someone was supposed to go to her house to reprogram the ins. It was stated "if I set it on program it won't stay on the program. I have to constantly keep changing it because it must have gotten use to number 1. So I have to keep putting it on number 2. So when I told him that. He asked have you all been out there to reprogram it? I said 'I haven't seen them since I had this implanted in december 2010¿. This event started in "beginning of this year" because, she had call around then to find listings of health care providers (hcp). There have been no known accident or incident related to this complaint. Additional information has been requested.